Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had "apply sample" and "error 4" issues. The patient indicated that both reported meter issues started on three days earlier, at around 10:00 am. She mentioned that the blood glucose tests would not start due to the "apply sample" issue. The patient did not take actions related to diabetes as a result of the alleged meter issues. On an unspecified date/time after the alleged meter issues started, the patient developed symptoms of thirstiness and frequent urination. She denied receiving medical intervention and was not tested on another device. The alleged "error 4" issue was resolved after the patient tried a new vial of test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issues started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.